Event description:
It was reported that the procedure was performed on (B)(6) 2011 to treat an 80% stenosed lesion in the distal right coronary artery (rca) with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.0 x 18 mm vision stent was implanted at 14 atmospheres. Post-dilatation was performed, and the procedure was completed. The patient was shifted to the intensive care unit for recovery. On (B)(6) 2011, the patient experienced chest pain. Electrocardiogram showed enzyme elevation and angiography revealed the stented area was occluded with thrombus. After a bolus of integrilin was administered to clear the thrombus load, it was observed that the thrombosis was in the distal area of the stent. A 3.0 x 15 mm vision stent was used to treat the thrombosis. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the multi-link vision instruction for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.